Manufacturer narrative:
Summary eval: although the event explanation does not identify the specific pt problems, this event could be device related as dislocation of the hip is possible with this acetabular insert.

Event description:
Pt had alleged problems after receiving implant on 08/22/97. Pt had revision surgery approximately during the month of april 1998.